Event description:
The technician alleged that the brake pedal would set in the brake position, however, when the bed was moved, the pedal would pop out of brake. No patient impact. Please refer MFR report # 3006697241-2013-00722.